Event description:
The patient was seen at the implant center for device evaluation in july 1999 because he was experiencing problems with his system. Testing conducted at the center, including a change-out of the external equipement, confirmed that his implant was no longer functioning. Explantation took place in july 1999 and he was reimplanted with another clarion device.